Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes (dizziness, nausea, headache). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 16-may-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated her condition had improved, she was feeling well and did not currently have any diabetic symptoms no medical intervention since the last call was reported. Customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer was unable to find the readings of concern in the meter memory, but stated that results from testing back-to-back from same hand, separate fingers were not within the normal variance of 15%. The customer¿s expected blood glucose test result ranges are 85-100 mg/dl am fasting and 80-115 mg/dl pm fasting. At the time of the call the customer reported symptoms of dizziness, nausea and a headache; customer stated she had contacted her doctor that morning regarding the symptoms. Customer stated that the doctor did not make any changes to her medical treatment plan. Customer stated the doctor had not been concerned since results from the previous week were within normal range (undisclosed). Doctor had recommended customer continue her low carbohydrate and low sugar diet. During the call, a back-to-back blood test was not performed by the customer. Customer stated that the product is stored in her purse at room temperature. The test strip lot manufacturer¿s expiration date is 08/13/2026 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 91 mg/dl date: (B)(6) time: 3:15 pm fasting. Result 2: 124 mg/dl date: (B)(6) time: 2:06 pm fasting . Result 3: 96 mg/dl date: (B)(6) time: 1:33 pm fasting. Result 4: 92 mg/dl date: (B)(6) time: 12:45 pm fasting. Result 5: 90 mg/dl date: (B)(6) time: 12:44 pm fasting.